Event description:
Information was received from a patient who was implanted with two implantable neurostimulators (ins) for gastrointestinal/pelvic floor. It was reported that they mentioned their previous ins's and in looking at patient registration, patient services had asked the patient if they'd been replaced due to normal battery depletion and the patient said "well actually" their previous ins's had been off when they were pregnant. When they went to replace them, they noticed one ins had the lead wire disconnected from it. Patient services did not ask any further questions about this report as they were focused on the reason for call.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# unknown serial# implanted: (B)(6) 2015; explanted: (B)(6) 2022; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.